Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limit valve was replaced. No report of patient involvement.

Event description:
The hospital reported the adjustable pressure limit valve was not functioning as expected. There was no report of patient involvement.